Manufacturer narrative:
Due to character limitation in e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by field safety technician (fst) during inspection that cardiosave intra-aortic balloon pump (iabp) touchscreen was not responding. No patient involvement.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) touch screen is not responding. There was no patients involved. The fse replaced the touchscreen and performed test. All functional and safety test were good. The failure analysis and testing dept. Received part, touchscreen with a reported unit failure of touchscreen was not responding during inspection. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part touchscreen into the cardiosave test fixture serial number (B)(6) and tested the touchscreen to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the touchscreen calibration multiple times with no problem found. The touchscreen calibrated every time. The fat performed the display tests. The display tests passed testing. The fat dept. Could not verify the touchscreen not calibrating. The touchscreen passed testing. Retaining the touchscreen in the fat dept. Per procedure. The most probable root cause for the reported failure is component reliability.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2 and h11.

Event description:
N/a.